Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
It was reported to gore a gore-tex® suture (cv-6) broke during knotting.

Manufacturer narrative:
Event date and patient information including initials, age, gender and weight requested from the facility but was not provided.

Manufacturer narrative:
Date of event added. Based on incoming information the facility indicates the event occurred within the last 2 weeks. As the exact date of event is unknown, the date of event is estimated to be (B)(6) 2017.